Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had missing end cap sticker, cracked display window corner, scratched screen, broken belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
It was reported that insulin squirted out while priming and the insulin pump was stuck in the prime loop. No further information was provided.